Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for high respiratory rate. The service engineer confirmed that the respiratory rate was higher that set and that pre-use check failed. He concluded that the air gas module needed replacement. The customer denied to return the defective air gas module for further investigation. No further issues have been reported. Problems with the gas modules can cause an amount of oxygen in the gas mixture that deviates from what is expected. Flow and pressure may also deviate from expectations. Alarms will be generated. It is recommended to always pass a pre-use check immediately before use on a patient. As no logs/part were received for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated alarms for high respiratory rate. There was no patient harm. Manufacturer's ref #: (B)(4).